Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that signal loss occurred. On (B)(6) 2026, the patient reported experiencing signal loss on his dexcom mobile application. The patient stated that due to this connectivity issue, he ¿recently experienced a severe episode of hypoglycemia that nearly required hospitalization and necessitated the use of a gvoke emergency glucagon pen.¿ the patient was also using an omnipod insulin pump at the time. No additional symptoms were reported, and no further event details were provided. Attempts to contact the patient for follow-up and clarification were unsuccessful. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 03/04/2026. It was clarified that on 02/18/2026, the patient reported experiencing prolonged signal loss on his dexcom mobile app. According to the patient, the signal loss alert remained active for more than half of the day, and although the system occasionally reconnected, the glucose data displayed was delayed and inconsistent. The patient further reported that these communication interruptions impacted the functionality of his automated insulin delivery through his omnipod insulin pump, causing it to not operate as intended. Data was received and evaluated. An analysis of the data logs was performed for the time in question. The logs indicated that the sensor session began on (B)(6) 2026 at 5:41 pm with transmitter/wearable serial number (B)(6). The sensor session lasted 1 day and ended due to unknown reasons on (B)(6) 2026. There were no bg calibrations attempted during the sensor session. On the date of the reported event (01/18/2026) the app was in a signal loss condition which started on the prior day. There was no data prior to the signal loss. No probable cause for the signal loss was found in the data. The root cause of the customer¿s experience was undetermined. No additional patient or event information is available.